Event description:
It was reported that the patient was admitted with an acute myocardial infarction and was treated with a xience prime stent in the proximal right coronary artery (rca). Two hours post procedure, the patient had chest pain and bradycardia. The bradycardia progressed to asystole. Cardiopulmonary resuscitation (CPR) was administered, including the administration of atropine, dopamine, and intravenous fluids. The patient was stabilized and sent back to the cardiac catheterization lab where he was found to have in-stent thrombosis. Thrombectomy was successfully performed. The bradycardia and asystole resolved the same day. On (B)(6) 2012, a staged stenting procedure was performed in the left circumflex coronary artery and the xience stent in the rca remained patent. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, bradycardia, cardiac arrest, and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.